Manufacturer narrative:
During device evaluation at olympus, it was found the customer complaint could not be confirmed, but the error message could have occurred. In addition, evaluation found the bending angle was insufficient and the play of the angle knob was out of normal state due to elongation of the angle wire, the tip cover was crushed, the air/water nozzles were clogged and the draining function was reduced, and there were scratched on the insertion tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that an e315 unsupported scope error message was displayed on the evis lucera elite colonovideoscope. The date the error message occurred was unknown. The error message was found during pre-inspection for a diagnostic procedure. The name of the procedure was unknown. There was no delay and the procedure was completed with a similar scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code e315 was caused by a failure of the image sensor unit or breakage of the mounting component of the circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.